Event description:
Healthcare professional reported through clinical study that approx 95 months post implant the valve was removed due to structural dysfunction. This is the same pt as reported in 2025587-1997-00088.